Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report gripper line break. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. On (B)(6) 2018, two clips were successfully deployed, reducing mr to 1. Then on (B)(6) 2020, the patient underwent a second mitraclip procedure to treat recurrent mr grade of 4+. Both clips remains stable on the leaflets. The physician stated the recurrent mr is due to disease of progression.the clip delivery system (cds 90814u144) was advanced to the mitral valve, and the clip was deployed; however, the gripper line broke during removal. The cds and steerable guide catheter were removed, and the gripper line was pulled from the vein to be removed. The clip remains stable on both leaflets. One additional clip was implanted, reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar complaints reported from this lot. All available information was investigated and a definitive cause for the reported gripper line break could not be determined in this complaint. The reported physical resistance was a cascading effect of the reported break.there is no indication of product quality issue with respect to manufacture, design or labeling.